Manufacturer narrative:
Analysis of the device indicates a device failure. This report is filed on may 31, 2019.

Event description:
Per the patient's surgeon, the patient experienced extrusion of the receiver/stimulator and the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.